Event description:
It was reported that after an ultrasound-guided biopsy through normal density tissue, foreign material was found in the chamber along with the tissue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. Photo shows plastic material present but not within the probe aperture or the sample tray. It is unknown about the type of material or where it came from. Based on the photo review, the reported foreign material cannot be confirmed. Therefore, the investigation is inconclusive for the reported foreign material as no objective evidence was provided for review. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 09/2021.

Event description:
It was reported that during an ultrasound-guided biopsy procedure through normal density tissue, foreign material was found in the chamber along with the tissue. There was no reported patient injury.